Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a3 d4 g4 h4 the following sections were corrected: b2 d1 d2a/d2b h3 h6. A review of the final endotoxins report for the acetabular liner was performed. The device lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d4: catalog, serial #, UDI#, expiration date do not apply. Device is unknown as previously reported. G4: 510k# - device unknown. H4: mfg date - device unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. A review of the final endotoxins report for the acetabular liner was performed. The device lot was accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information received via a bfarb user report: diagnosis that led to implantation: primary coxarthrosis m16.1 implanting clinic: bwkrhs westerstede the patient was now presented again from rehab with persistent secretion from the wound. On (B)(6) 2024, another revision was carried out, which revealed an early infection. This involved the inlay and the prosthesis head being replaced again.

Manufacturer narrative:
Additional information: a2, b5, b7, d6a, e1, e2, e3, g3, h6-component code, investigation codes. Corrected information: h6-health effect/clinical code, medical device problem code.

Event description:
It was reported that a patient, initial hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2024. The patient was revised to a 146-36-53 cc inlay vitamin e, lateralisiert, ø 36, gr. 3 b172487. No further information at this time.